Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a low blood glucose level of 32 mg/dl, which was treated with apple juice. The customer declined troubleshooting and will not return any product for analysis.